Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp). Via a manufacturer representative on 2017-oct-31 regarding an unknown patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the hcp could not locate the septum. No patient symptoms were reported. Additional information was received from a healthcare provider via a manufacturer representative on 2017-nov-02. It was reported that fluoroscopy was used to determine that the pump had flipped, and the hcp was not able to successfully locate the refill septum. A pocket revision was performed on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.